Event description:
Procedure: gastrectomy & lap gastric bypass. Reportedly, the jaws got stuck and could not be opened after firing. Surgeon cut off gun, and hand sewed the anastomosis. No further pt injury reported.